Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(6). (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she is very disappointed in the lens which was inserted in her left eye. She sees concentric rings around headlights day and night. Night driving is out of the question. Reading without glasses not possible. Distance vision has improved. Additional information was provided by the patient that her vision has improved with regard to reading, middle vision and distance.